Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not returned to olympus medical systems corp. (Omsc) but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found followings; -the distal end cap had damaged -the bending section rubber adhesive had been peeled off -the button identification color of suction cylinder and the air/water cylinder were worn out omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The subject device has not been returned to omsc but was returned to olympus europa (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end, the instrument channel, the suction channel, the air/water channel and the auxiliary channel of the subject device. The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corporation (omsc) was informed that as a result of routine microbiological testing by the user facility, the subject device tested positive for unspecified microbes after 2 times testing. The user facility did not provide other detailed information such as the number and the type of microbes. Also other detailed information related to the reprocessing method was not provided. There was no report of infection associated with this report.